Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a max force biliary balloon was used in an endoscopically performed biliary drainage (epbd) procedure of the bile duct performed on (B)(6) 2012. According to the complaint, after the procedure had been completed, the device was attempted to be withdrawn through the endoscope when they encountered some resistance. They continued to withdraw the device through the scope and the shaft of the device broke into two pieces. The tear occurred near the proximal end of the catheter. It was reported that no pieces detached inside of the patient and that both pieces of the catheter were able to be removed with the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results evaluation of complaint device was performed. The balloon was found deflated and dried contrast media was noted inside the balloon. Visual inspection confirmed that the catheter broke into two pieces. The catheter was found to be stretched at the point of breakage and appeared to be bunched up and kinked proximal to the break site. This is consistent with excessive removal force during withdrawal through the scope. The root cause for the reported event is operational context. This failure occurs due to anatomical or procedural factors encountered during the procedure that limit the performance of the device (e.g. Tortuous anatomy or catheter caught on scope elevator). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a max force biliary balloon was used in an endoscopically performed biliary drainage (epbd) procedure of the bile duct performed on (B)(6), 2012. According to the complaint, after the procedure had been completed, the device was attempted to be withdrawn through the endoscope when they encountered some resistance. They continued to withdraw the device through the scope and the shaft of the device broke into two pieces. The tear occurred near the proximal end of the catheter. It was reported that no pieces detached inside of the patient and that both pieces of the catheter were able to be removed with the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.